Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping enhanced meter would power off after hour glass appeared. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the alleged power issue started on (B)(6) 2011 at 8pm. The patient stated she went out for dinner and when she attempted to test the hour glass would appear on the subject meter's display, but would then power off. The patient stated she replaced the meter's battery; however, the issue persisted. The patient is on insulin pump therapy. As a result of the alleged issue, the patient did not know what her blood glucose was and therefore skipped her dinner bolus. At 10pm that evening, when she returned home, the patient reported that she tested with her backup meter and obtained a result of 19 mmol/l (342 mg/dl). It is not known what action the patient took regarding her usual diabetes management routine in response to the "19 mmol/l" result. The patient denied developing symptoms. At the time of troubleshooting, the csr noted there was no known misuse to the subject meter and the alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 (2/8/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/16/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a processor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k082590.